Manufacturer narrative:
Device serial number unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site had red status on the patient tracker and was unable to use it. They swapped for another patient tracker and the issue was resolved. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of five minutes due to this issue. The site disposed of the patient tracker that was not working. A manufacturer representative reported that this issue had not occurred in any clinical case since the date of this event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was not software related. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Software analysis.